Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 340 mg/dl and an insulin injection was administered to address bg. Pump system check was performed and air bubbles were observed in the tubing. Customer primed out air bubbles and customer resumed pump therapy.